Event description:
It was reported that post-procedure pre-discharge, the device exhibited far p wave oversensing was seen on ventricular egm (vegm) but not sensed through the device. A chest x-ray was performed, and no anomalies were seen. The patient was later discharged. There were no adverse consequences to the patient.